Manufacturer narrative:
Review of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the same visit. A partial programming occurred and the device was not interrogated prior to the patient leaving the office on (B)(6) 2012 as recommended by device manufacturer to ensure the device is at the correct settings. The settings were observed to be changed on (B)(6) 2013 and were adjusted at that time. No patient adverse events were reported.